Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer needed to be replaced. Once replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned computer resulted in a computer hard drive failure being found through functional testing and visual/physical examination. Other relevant device(s) are: product ID: 9736119r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system re-booted itself when the site was navigating. The site was able to launch the software and continue with the case and the registration was still there. There was a less than 1-hour delay to the procedure and no impact on patient outcome.